Event description:
Patient was receiving lidocaine infusion for pain management. Rn switched IV medication from floor pump to MRI compatible pump in MRI suite. Rn quality reports that clamp can be easily dislodged by the operator during switch over as follows: "while unhooking the top section with your left hand and unlatching the bottom with your right hand, your right thumb naturally lands just on top of the black groove of the clamp. If the secondary clamp is not secured below that level, free flow of fluid will occur if your thumb accidentally unclamps the MRI tubing."